Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor kit were reviewed, and the dhrs showed the libre sensor kit passed all tests prior to release. The reported product is not expected to be returned as the device was reportedly discarded; however, if the product is returned or additional information obtained, a follow-up report will be submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the freestyle libre sensor detached after 4 days of wear. The customer reported bruising and pain at site and that she became hyperglycemic. Customer was treated with insulin by a third-party, via pump. Additional first aid of antiseptic cleanser and paracetamol was provided to treat bruising and pain. There was no report of death or permanent injury associated with this event.